Manufacturer narrative:
The permanent cautery spatula instrument was analyzed and found to have a broken conductor wire to be related to the customer-reported complaint. A visual inspection displayed no signs of physical damage. The instrument failed the electrical continuity test on all five attempts, indicating a broken conductor wire. The conductor wire was broken in a location not visible. The instrument would initially hesitate to deliver energy and then would deliver energy after rearranging the hook. There were no signs of arcing. The instrument was not fully functional. There was an additional observation not reported by the site and not related to the reported issue. The instrument failed the functional/engagement test. The instrument failed the mechanical engagement when placed on an in-house system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) had no energy going to the tip. The procedure was completed with no reported injury.